Event description:
The pt reportedly experienced loud sound and static. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Revision surgery has been recommended.